Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Reference CAPA-20-0014

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. The root cause of this event cannot be conclusively determined. However, patient and/or procedural related factors likely contributed to this event. There has been no allegation of a product malfunction. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned a patient was implanted with a 23mm 8300ab aortic valve and post-operatively required implant of permanent pacemaker due to complete heart block. Per medical records, patient was taken to the or for a redo aortic valve replacement, mitral valve placement, and maze 4 procedure with cryoablation. The surgeon noted there was significant calcification on both valves, which was vigorously decalcified. The 27mm 6900ptfx was implanted in the mitral position and the 23mm 8300ab in the aortic position. Tee showed both valves with no pvl, severe diastolic dysfunction due to chronic as, and pa pressure remained high. Inotropes, pressors, and nitric oxide were then initiated. There was a concern for lvot obstruction, and direct measurements of the lvot pressure were acquired and found to be entirely consistent with a bioprosthetic aortic valve with no lvot obstruction. The patient transferred to the cvicu in critical condition with nitric oxide, inotropic, and pressor support. Postoperatively he developed pulmonary edema with cardiogenic shock, acute renal failure, and encephalopathy required prolonged intubation and permanent pacemaker for complete heart block. Despite aggressive medical management, the patient did not recover any meaningful neurological interaction. The family then elected to withdraw support, and the patient expired on pod #19.